Manufacturer narrative:
Additional information was received that the patient's lead had migrated and the battery irritated the patient.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-8216-70 serial (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.